Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 28.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. In addition, the lead exhibited high impedance. Under fluoroscopy, the lead insulation was intact and the inner conductor was damaged below the sleeve. The lead was explanted and replaced. The patient was stable.